Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention was undertaken on (B)(6) 2022 to address the issue. Ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.